Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The unit was also received with a cracked lcd window. (B)(4)

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly while attempting to program a bolus; the down arrow button became unresponsive. The patient's blood glucose at the time of incident was 94 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer stated that something on the pump flashed, appeared, then went away. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.